Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Customer's husband provided soda to treat bg level. Additionally, the customer consumed candy to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.